Event description:
It was reported that the atrial lead had increased and high thresholds, high impedance and episodes or noise. The patient was brought to the catheterization lab and the lead tested with appropriate lead impedance, sensing and capture. It was found that the device had a loose set screw with the atrial lead. The lead was reset into the header and appropriate lead measurements were seen post operatively. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4068-45 lead, implanted: 1998-05-01 (B)(4).